Manufacturer narrative:
In response to FDA report number mw5040586. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: "large t cell alk negative non hodgkin lymphoma."

Event description:
Regulatory agency provided the following report from a patient: "I was diagnosed with large t cell alk negative non hodgkin lymphoma." Additionally patient reported they have had six months of aggressive chemotherapy and will have 4 weeks of radiation. Patient reported their doctors believe it was due to their saline implants. Device has been explanted. Affected side unknown. Histopathological markers were only partially reported.